Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found the chuck unscrewed from the transmission shaft, and the chuck intermittently squealed and made rubbing noises while opening and closing by hand. It was further noted that the chuck came loose due to no loctite. The assignable root cause was determined to be due to improper assembly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the chuck with key device came apart at the threading. It was reported that there was no patient involvement. It was reported that there was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.